Event description:
Patient had 2 of these ekos microsonic devices placed at 1500hrs; one in the left lung and one in the right lung, to break up bilateral pulmonary emboli. Each of these devices has 2 catheter lines, one with coolant and one with tpa, running through them. After procedure (which took place in the cath lab), the patient was moved to the cvicu, where it was noted that one of the coolant lines was leaking. It was leaking near a connection to a stopcock, but tightening the connection of the two did not stop the leaking. Upon further investigation, the rn concluded it was leaking through the hard plastic piece on the end of the catheter, where there are 2 butterfly pieces of plastic that aid in twisting the tubing for connection or disconnection. The ekos machine was still working and did not alarm. By midnight, the leak had increased, and by 2 am assessment blood had backflowed into the coolant line from ekos wire. The leaking catheter and its sheath were pulled/discontinued the next morning at 0800.